Event description:
It was reported that a peritoneal dialysis patient died. The cause of death was cardiorespiratory arrest. It was not reported if the patient was hospitalized prior to death, but it was reported that the patient died at home. It was not reported if dianeal therapies were ongoing up until the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). As the device was not returned and the serial number is unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.